Event description:
It was reported that the patient presented to hospital for coronary artery bypass graft surgery. During procedure, the patient received inappropriate hv therapy due to oversensing caused by the cautery. A magnet was then placed over the device and no further therapies were delivered. Upon interrogation post procedure, an alert for possible hv circuit damage was seen. A successful capacitor maintenance and firmware download were performed and settings were restored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.